Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user required guidance to how to issue medication. A technical support specialist (tss) remoted into the cabinet and identified that the user was attempting to issue medication using the find item feature. The nurse was guided to issue the medication under the patient profile and add the item accordingly, after which the user was able to add and issue items successfully. The system functioned as intended after the technical support specialist guided the user to issue the medication.

Event description:
It was reported that when using the bd pyxis¿ medbank tower users encountered an error message stated, this feature was only available for button bar items when attempted to issue an item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.